Manufacturer narrative:
Technician found that the foot left siderail was not catching securely due to bent "drop down" plate. Adjusted the siderail plate to allow siderail to release and engage properly to resolve this issue.

Event description:
Complaint alleged that the foot left siderail was not latching securely.